Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the motor stopped working when the device was plugged in. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.